Manufacturer narrative:
Per additional information received, bd has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported that the patient overshot the target temperature of 33c to 32c on the arctic sun device. The water temperature via the foley probe was 40.2c. The trend indicator was in the center. The flow rate and the pad fit was optimal. The nurse noted that they had increased pressors. Mss advised how this can cause an overshoot. The nurse increased the high water temperature to 42c. Per mss, this was not a device issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the patient overshot the target temperature of 33c to 32c on the arctic sun device. The water temperature via the foley probe was 40.2c. The trend indicator was in the center. The flow rate and the pad fit was optimal. The nurse noted that they had increased pressors. Mss advised how this can cause an overshoot. The nurse increased the high water temperature to 42c. Per mss, this was not a device issue.